Event description:
It was reported that customer experienced continuous glucose monitor error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed error did not reappear after reset, and successfully started new sensor session, with no additional issues reported.